Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient experienced intermittent exit block. A problem with the atrial lead connector of the pulse generator was suspected. The device was explanted and replaced.